Event description:
A patient was receiving fluids and medications via peripherally inserted central catheter (PICC) line. The PICC line was noticed to be leaking from a break in the line. The PICC was removed. The patient was later positive for a central line-associated bloodstream infections (clabsi) with a potential cause being the broken PICC line.

Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch (B)(4). Although the malfunctioning device was not returned to vygon the details of the malfunction were evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA with thirty days of its conclusion via follow-up MDR

Manufacturer narrative:
Correction:based on the batch number in the medwatch report, the product code should be 1252.030g not 1252.31g. The previous follow-up report listed 1252.31g. This complaint cannot be classified as no faulty sample was received from the hospital. The medwatch report received is inconsistent: the catheter is claimed to have been implanted in (B)(6) 2021 and explanted in (B)(6) 2021., but the incident happened one year later ((B)(6), 2022). There is surely a typo, but upon our query the hospital answered, "that due to corporate policy that is all the information they can provide". Furthermore, the user claimed that the catheter was found to have started leaking during use and was therefore removed and the patient later developed a central line-associated bloodstream infections (clabsi). According to the centers for disease control and prevention, clabsi is defined as a primary bloodstream infection (bacteraemia) in patients who had a central line placed more than 48 hours prior to the development of the infection and the catheter was in situ on the day or day before the infection. This definition does not match with the situation described for this customer claim. According to the medwatch report, a sample was not available. A review of the batch history records was performed, and no deviations were found. The batch complied to its specification and was released. Based on the batch number in the medwatch report, the product code should be 1252.030g not 1252.31g. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. The tensile force for the junction of catheter tube and wing has a medium of 4,93 n for the batch involved. At its minimum at 3 n, it is therefore within the specification. Visual tests and incoming goods inspections are carried out with no exceptions found. Corrective action: no further corrective action was initiated by quality management as due to the missing sample, no root cause analysis can be made.

Event description:
A patient was receiving fluids and medications via peripherally inserted central catheter (PICC) line. The PICC line was noticed to be leaking from a break in the line. The PICC was removed. The patient was later positive for a central line-associated bloodstream infections (clabsi) with a potential cause being the broken PICC line.